Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
The surgery center reported that a laser vision correction patient experienced inflammation on both eyes (ou) at 1 day post op exam after a photorefractive keratectomy (prk) procedure. The patient had commented on having light sensitivity. A flap lift and rinse was performed. In addition, the inflammation was treated with oral steroid (medrol dospak) and topical steroid dosage was increased. Pre-op; bcva from (B)(6) 2007: right eye pre-op 20/20 -2.75 x -.75 x 5; left eye pre-op 20/20 -2.50 x -.75 x 2.